Event description:
During a ptca treatment procedure, the maverick monorail balloon ruptured at 4 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the lad coronary artery. The physician used a zeon introducer sheath for vascular access and a jll guidewire and medtronic guide catheter to cross the lesion. The maverick monorail balloon was removed and replaced with a smart 2.5/20 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.